Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, a customer reported that the autopulse platform stopped compressions 10 times. The troubleshooting steps are unknown. There were no errors reported. No known impact or patient consequence was reported. No additional information was provided.

Manufacturer narrative:
The customer reported complaint for the platform intermittently stopped compressions was not confirmed during functional testing but was confirmed during archive data review. The autopulse underwent initial functional testing and passed with no errors or faults observed. A review of the autopulse platform's archive was performed and the archive showed device stop compressing 10 times due to multiple user advisory (ua) 27 (encoder fault (>3000 rpm)) error messages on (B)(6) 2018, but not on the reported event date of (B)(6) 2018. Encoder gearbox was replaced to remedy the fault. Visual inspection was performed and no physical damage was noticed. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).